Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material no: unknown, batch no: unknown, insertion on (B)(6) 2025, removal on (B)(6) 2025. It was reported that clinician encountered occlusion while using bd arterial cannula for arterial pressure monitoring and serial arterial blood gas determinations. Clinician experienced: occlusion no, the complications have not been reported to bd resulted in removal of the bd arterial cannula. Yes, the bd arterial cannula was replaced following removal.

Manufacturer narrative:
Investigation results: root cause couldn't be determined due to unavailability of sample information. A complaint history review cannot be performed as no material and batch/lot number was provided. A DHR review cannot be performed as no material and batch/lot number was provided. Based on limited information available after multiple unsuccessful attempts to obtain - unable to assess applicable risk documentation.

Event description:
No additional information.